Manufacturer narrative:
(B)(6).

Event description:
It was reported that a dissection occurred. The subject was enrolled in the (B)(6) study. On (B)(6) 2019 the index procedure was performed. The target lesion was located in the middle distal superficial femoral artery (sfa) of the right leg. The target lesion had a 4.0 mm reference vessel diameter proximally and distally, and a total length of 120 mm visually estimated. The target lesion was 100% occluded and crossed through the true lumen. Pre-dilation was performed using one balloon, and afterwards one 6 mm x 120 mm (B)(6) study stent was implanted. A type a dissection occurred distal to the target lesion. Due to the distal dissection of the target lesion, an additional eluvia stent was successfully implanted. Post-dilation was performed using two balloons, and 0% residual stenosis remained. No thrombus was seen at the end of the procedure. The event was reported as resolved (B)(6) 2019.